Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative . The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while the surgeon was striking the driving cap/threaded on the radiolucent insertion handle, the driving cap sheared off the threads that were linking the two devices. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) radiolucent insertion handle frn this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.033.001, lot number: 75p0031, manufacturing site: haegendorf, release to warehouse date: january 18, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that radiolucent insertion handle frn has no defect found on it, only broken portion of the mating device was embedded on it. A dimensional inspection was not performed performed for the radiolucent insertion handle frn as there is no indication that dimensions would have contributed to this complaint as the complaint condition is most likely due to a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for radiolucent insertion handle frn (product code: 03.033.001 lot number: 75p0031) as the observed condition would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.